Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the handpiece was very loud and became hot. There were loose coupling, defective motorflex, rusty bearing and cleaning agent residue. This was attributed to improper maintenance. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Device was returned for repair. This is report 1 of 1 for complaint (B)(4).